Event description:
The customer reported to olympus during preparation for use, on and off switch was not working on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty harness switch and additional main power switch was stuck intermittently. The bottom chassis, front panel was rusted, rear foot was bent. There was corrosion inside the air pump tubing and scope socket. A worn-out socket slider switch which caused intermittent use of high intensity mode. A olympus lamp life meter was reading over 500+hours and lamp life expired. Additionally, there were scratches on the front panel mouth and was ok to use as is, the main power switch was up to date and the fan was running ok. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred from a faulty power switch. The specific root cause of the faulty power switch could not be determined at this time. Olympus will continue to monitor field performance for this device.